Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the btt balloon had trouble maintaining air so the tunnel would collapse. Initially, the harvester added 20-25 cc of air but because the balloon was deflating, they added another 5cc of air. They were able to complete the procedure with difficulty with the same btt port; however, when they removed the balloon from the incision, staff found the balloon had burst and 3 pieces from the original incision had to be retrieved from the pt's leg. The hospital did not report any pt complications as a result.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.